Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the seat frame is cracked on both sides. The dealer stated that the patient alleged that she felt like she was sitting crooked. She got out of the chair and noticed that the seat frame was broke right by the tab and the other side was breaking.